Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) had received inapporopriate shocks. The physician replaced the patient's two myocardial leads because of inappropriate sensing. The physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. The two myocardial leads were capped and remain implanted. The aicd remains implanteddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.